Event description:
Additionally healthcare professional reports calcification.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, grade IV.

Event description:
Healthcare professional reported "tingling, acute pain, swelling that prevented normal movement of the arm and chest", capsular contracture (grade IV), and rupture on the right side. The device has been explanted. Treatment: medication (antibiotic), brace and ointment.